Event description:
Procedure: sleeve gastrectomy. According to the reporter: in a laparoscopic surgery, after starting pneumo, the expansion shirt sticks to the needle and shrinks irregularly around the verres needle. Is changed by a second trocar same model, with the same result. Finally it is replaced by a third, previously soaked in serum outside the verres.

Manufacturer narrative:
(B)(4).